Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 41 mg/dl. Customer was treated with food and glucose tablet and orange juice. Customer stated that they were unsure if the retainer ring of insulin pump was damaged. Customer declined trouble shooting. The device will be returned for analysis.